Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 6.2 cm. An lead to can external insulation abrasion, breaching the outer insulation and exposing the outer coil, was noted 4.8 to 5.1 cm from the connector pin. Other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.